Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rf pic failed self-test after changing battery. The customer's blood glucose value was 148 mg/dl. The customer also reported that they were able to clear the alarms. The customer was also reported that the insulin pump failed self-test. The customer was advised that the insulin pump needed to be replaced the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received failed selftest alarm during self test due to faulty connector.